Manufacturer narrative:
(B)(4). Eval, results: inherent risk of procedure (aneurysm rupture); lack of information (cause of the aneurysm enlargement leading to rupture is unknown). Conclusion: inherent risk of a procedure (aneurysm rupture). Lack of information (cause of the aneurysm enlargement leading to rupture is unknown).

Event description:
An aneurx and endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the emergency room with a ruptured aneurysm. The aneurysm was found to be expanding based on the ultrasound. The patient was converted to open surgical repair with explant of all the stent grafts. A dacron bi-femoral graft was sewn onto the abdominal aorta to replace the explanted stent grafts. The explanted stent grafts were discarded. No additional clinical sequelae were reported and the patient is fine.